Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely and a battery depletion code was emitted. This s-ICD was explanted, replaced and disposed. No additional adverse patient effects were reported.